Event description:
The cardiologist attempted arterotomy closure with a techstar xl a fr pvs device. Only one needle presented on deployment. Needle back down was attempted and looked successful on fluoroscopy. The device was pulled out against resistance, enlarging the arterotomy. Arterial tissue was cought in the sutures. A clamp was placed for compression for 12 hours. Hemostasis was achieved, but the clot did not hold the patient's blood pressure dropped. The patient was taken for surgical vascular repair. Surgery was successful and the patient did fine.